Event description:
The facility reported an infusion pump with a failure code 570:320:844:0000. Information was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving the pump.